Event description:
Edwards received notification that a female patient with a 23mm valve implanted in the mitral position underwent a valve in valve procedure due to valve deterioration leading to leaflet prolapse and an important regurgitation (grade 3/4) after approximately 17 years of implant. A 23mm transcatheter valve was planned to be implanted but the procedure was cancelled due to the patient having a cardiorespiratory arrest while she was being anesthetized. The patient died approximately one month later due to a left ventricular failure-congestive heart failure. As per surgeon's, the death of this patient was not caused by the valve but due to patient conditions.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) could not be reviewed as a serial number was not provided. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. The root cause of the event remains indeterminable; however, the stenosis observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received notification that a female patient with a 23mm valve implanted in the mitral position underwent a valve in valve procedure due to valve deterioration leading to leaflet prolapse and an important regurgitation (grade 3/4) after approximately 17 years of implant. A 23mm transcatheter valve was planned to be implanted but the procedure was cancelled due to the patient having a cardiorespiratory arrest while she was being anesthetized.